Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number. What is physician¿s opinion as to the etiology of or contributing factors to the event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and barbed suture was used. The patient experienced an abscess called ¿sinus¿. A second procedure was performed on (B)(6) 2018 to remove a piece of the suture. The current condition of the patient is unknown. Additional information has been requested.